Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a consumer via a company representative and forwarded by our local affiliate (B)(4). Initial and follow-up information received on 06-mar and 25-mar-09 respectively were processed together. This case involves a female patient who received poly-l-lactic acid therapy (sculptra) on (B)(6) 2005. She received 3 ml dilution of water +2 ml of 2% dilution of lidocaine (batch a554). Relevant medical history and concomitant medication information were not mentioned. On an unknown date, the patient developed visible nodules on her face and nasolabial, and some along the zygoma. Corrective treatment, if any, was not reported. At the time of this report, the event remains ongoing.

Manufacturer narrative:
(B)(4). It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. No batch number a5541 has been produced in (B)(4). However, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Reporter's causality assessment: not reported. Addendum for follow-up information received on 08-may and 13-may-2009 respectively were processed together: the physician reported that there were no concomitant treatments, medications, therapies or facial treatments. On (B)(6) 2005, the patient received poly-l-lactic acid diluted with 3 ml water and 2 ml of 2% lignocaine (batch a5004). The patient had 2.5 ml injected into her right and left side of her face just outside the mid-way nasolabial line and below the zygomatic arch. Six months after receiving treatment, the patient developed localized raised white fibrous nodules 3 to 4 mm in size, either side-just outside the mid-way nasolabial line and below zygomatic arch. No corrective treatment was given. The nodules are persisting and the size is static. The reporter confirmed the event as non-serious as there was no permanent impairment of the body function and it was not life-threatening. The causality assessment between the events and poly-l-lactic acid therapy was reported a probable. No further information is available or expected.